Event description:
Tank found on floor with a psi reading of 2524. Problem with tanks regulator showing incorrect psi reading. Tank was flagged and sent back to (B)(4) (the distributor of our oxygen tanks). Western has acknowledged a failure in its gauges, but they can fail at any time, often at our sites before/during/after patient care. They have not been able to service all of our devices and say it will take more than a year to finish doing so. Manufacturer response for oxygen delivery gauge, oxytote (per site reporter).